Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the suspect ventilator. The fsr confirmed a transducer fault (xdcr fault) error and motor fault error upon review of the error log and assigned the cause to the main printed circuit board component.

Event description:
A customer reported to vyaire that the vela ventilator was generating vent inop errors during performance verification prior to use. There was no patient involvement associated with the event.